Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to hospital on (B)(6) 2022 and discharged on (B)(6) 2022. The patient underwent driveline revision on (B)(6) 2022. The patient experienced drainage from thoracotomy site and their culture results were negative. The patient was started on 500 mg of ciprofloxacin twice a day and 100 mg of minocycline twice a day for a total of 14 days. The patient has a wound vacuum assisted closure in place and will be following up for outpatient wound care.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.